Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of 407 mg/dl and current blood glucose was 399 mg/dl. Customer's mother was stated that, her son had trouble with pushing the insulin through the tubing. Customer stated that, he did the priming and it was complete but did not see insulin exiting. Customer treated high blood glucose with injection. Customer was hospitalized prior to using the pump. Based on customer report customer does not allege pump was under delivering. Run load reservoir and fill tubing with current set and insulin exited at the quick release set. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer declined further high blood glucose troubleshooting but stated will call back if issues recur. The device will not be returned for analysis.